Event description:
The bact alert bpa bottle is a standard aerobic blood culture bottle used to monitor microbial (bacteria and fungi) growth. The customer complaint was that they tested a random platelet unit and it was negative at 5 days. Following this result, the unit was transfused and the patient had an immediate reaction. Upon investigation, it was unknown how much of the unit was transfused. In addition how old the unit was at the time of transfusion is also unknown. The unit was cultured and blood cultures drawn on the patient (x3). All of the samples had presence of staph chromogenes. It was also not known if the contaminant was introduced when the bottle was innoculated. There has been no additional updates of any other additional medical internvention or adverse reaction regarding this complaint.